Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the physician placed the scope back down to check placement of the capsule, it failed to attach as it was found in the oropharynx. The capsule was removed, and a new capsule was used to proceed with the procedure. There was no harm to the patient and the user. No intervention was required, and repeat procedure on a different date was not necessary. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate placement of the capsule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device capsule was received for evaluation. There is no enough information to determine if product whether or not product meet spec. The visual inspection found no notable conditions. The customer reported they had two capsules which failed to attach. There is no enough information to determine if product failure has been confirmed or not. The investigation performed did not determine the issue cause because just the capsule arrived for investigation. The investigation performed did not determine the cause of the reported issue. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.